Event description:
It was reported that the patient had experienced increased spasticity. A dye study was performed and revealed a kink in the catheter. A catheter revision was performed on (B)(6) 2013. It was noted that the catheter remained implanted but was out of service and was replaced with another catheter. During the catheter revision it was decided to replace the pump as well as it was due to be replaced in 37 months. Per the healthcare provider (hcp), the pump was working fine. Patient outcome was reported as no injury. The device system delivered baclofen.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# n232686008, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).